Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery now alarm or battery power loss alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 541 mg/dl at the time of incident. Customer reported that the insulin pump receive a low battery alert prior to the replace battery alert. Customer reported the insulin pump was not dropped. Customer stated this was the second occurrence of replace battery alert with a low battery warning in less than 8 hours. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.